Event description:
Insulated argon handpiece used during liver resection surgery had part of insulation burned off during case. Noted by surgeon. No burn to patient. Dates of use: 2009. Diagnosis: coagulation. Event abated after use stopped: yes.